Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who rec'd super poligrip (unk formulation) over a period of 30 years for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included dental implant. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced neuropathy, numbness and tingling. The pt reported that her zinc and copper levels were normal. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).